Event description:
02/21/03 it was reported to tyco/kendall healthcare that a patient had a problem with nasogastric feeding tube. The customer reports that a nasogastric tube was inserted by a physician. The patient was taken to x-ray to confirm placement, and it was determined that the tube perforated the left lung. The tube was then removed. The patient's condition deteriorated and the patient expired.